Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer's quality control (qc) was biased high with a new calibrator following decontamination of the analyzer as a part of preventive maintenance. Additionally, reagent 1 (r1) and reagent 2 (r2) probe tips were replaced. The customer installed new bottle of chemistry wash (lot # rd71291) and calibrated ctni, which was unacceptable. Upon the ccc specialist recommendation, the customer performed a precision testing with the new bottle of chemistry wash to evaluate for contamination and the results were high. The ccc specialist instructed the customer to recalibrate the assay and run the calibrators as unknown and repeat qc. The customer accepted the calibration. The customer ran out of old calibrator and therefore, installed a new lot (fb8012), which gave high result for level 2 qc and process error for level 3 qc. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran service methods, resulting satisfactory. The cse replaced the heterogeneous module (hm) mixer as hm mixers had dried spillage. The cse ran system check and calibration, which passed. The cse ran precision testing on calibrator 1, chemistry wash and qc, resulting within range. Then the cse ran qc to verify the functioning of the instrument, which was acceptable. A siemens headquarters support center (hsc) specialist reviewed the event data and concluded that there was no product issue. The hsc specialist stated that the patient samples are plasma separator tubes centrifuged for 5 minutes at 6000 rotations per minute, which is a non-standard practice. The cause of the discordant, falsely elevated ctni results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ltni) results were obtained on two patient samples upon repeat testing on a dimension xpand plus with hm instrument. The discordant results were obtained on the patient samples which were the second collection of a sequential draw. The initial ltni results for these patients were low. The discordant results were not reported to the physician(s). The samples were repeated on an alternate platform, resulting negative for ltni and matching initial results and the clinical picture of the patients. The results obtained from the alternate platform were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni results.